Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿nursing staff started a medication infusion that runs over 10 mins. After about 2 mins, the pump read air in line. At that time the staff nurse noted the entire content of the IV bag had infused. The staff nurse reported the event but cannot recall the pt's name. At this time, we do not have any pts with an adverse medication reaction to relate back to the event".